Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported an implantable neurostimulator (ins) wound infection. Interventions included an entire system explant/replacement on (B)(6) 2019 which resulted in an in-patient hospitalization. Examination showed puss in the cavity which confirmed infection. Laboratory testing resulted in crp 8. The event was not related to the device or therapy but related to the implant procedure. Specifically the ins pocket. The patient came to the clinic as they thought their wound had gotten worse. On examination, there was puss in the cavity up to the battery. The issue was resolved without sequelae on (B)(6) 2019. Additional information received reported that there was a wound infection in the pocket where the neurostimulator was implanted. There was an entire system was replaced on (B)(6) 2019.